Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's synergy device had one lead all opens. The right lead was functional, but the left was not functional. The patient was implanted for radicular pain syndrome (radiculopathies).no further information was provided. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.